Event description:
It was reported the distal tip of this biopsy needle broke off and detached in the patient's lumbar muscle during a bone biopsy procedure. The patient was transferred to surgery where a cutdown procedure was performed and the detached needle tip was successfully retrieved with a hemostat. The patient's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. Co's follow up revealed resistance was encountered during advancement of the needle. Additionally this device was used in a non-indicated procedure, bone biopsy. Co believes the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "warning: test firing the needle without stabilization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready for use. ...not indicated for use in sampling of osseous materials."